Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with infection. The cardiac resynchronization therapy defibrillator was explanted. The patient tolerated the procedure will and there were no immediate complications.